Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, the package was broken; therefore, it might be contaminated. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Batch # p91870. The device was returned outside of its sterile package with no apparent damage. The device was visually and mechanically tested and it worked as intended. There were no anomalies noted with the functionality of the device. It could not be determined what may have caused the reported incident of: a damaged package. Because the instrument was not returned in its packaging we could not investigate the issue. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint were found during the manufacturing process.